Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a basilar artery aneurysm on (B)(6) 2026, the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 10106532) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31674215) and could not be inserted into the microcatheter. The physician attempted to retract the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter hub. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 10-mar-2026, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization of a basilar artery aneurysm. There was no obvious tortuosity or calcification observed in the target vessel. Per the information, there was resistance during the advancement of the stent, however, the location where the resistance was met was not specified. Adequate continuous flush had been maintained through the microcatheter. Aside from the reported premature stent detachment, there was no damage observed on the stent / stent delivery system when the device was removed. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient, and no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10106532. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. As reported in th event description, the stent component was already detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue regarding the impeded stent cannot be evaluated. The detached stent prevented functional testing. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer; however, the issue regarding a stent being detached was confirmed during device inspection. The dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent; therefore, at this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10106532. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following recommendation and caution: confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed; return the device to codman neuro. The introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.